Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 388933, lot# 0207989686, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the position of the implantable neurostimulator (ins) was revised on (B)(6) 2015. The patient developed a seroma in the ins pocket on (B)(6) 2015, so the ins was removed and the capsule was dissected out on (B)(6) 2016. There appeared to be a collection of seroma along the lead tract, so the hcp decided to remove the lead. The inclusion was de-centrally over the sacrum and the lead was located using fluoroscopy. The lead was grabbed by artery forceps and was pulled. The lead was very tight in the tissue and started to strip and the center wire of the lead and 2 times were retrieved, but the 4 electrodes remained in the sacrum. The tined lead broke as it was being removed and was partially explanted. There were no environmental, external, or patient factors that may have led to the issue. The patient would have a lateral sacral x-ray post-operatively with the hcp to inform the patient of the event. The issue was resolved and the patient was alive with no injury. The lead would be replaced in the future. The wounds were closed and the patient would come back in 6 weeks for a new lead. The lead and ins were returned.

Manufacturer narrative:
Analysis of the lead, model 3888933 found lead body conductor broken (overstressed/damage). Analysis of the ins, model 3058, serial no. (B)(4), found, ins functionally okay with insignificant anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.